Manufacturer narrative:
(B)(4) baxter received and evaluated the device. The device was found out of specification in relation to the reported system errors which were not reproduced. System errors were confirmed through a review of the event history log as multiple system error 105s. It was found that this error was caused by a failed motor. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error codes. It was also reported there was no patient involvement.